Event description:
It was reported that 1 bd insulin syringes with bd ultra-fine¿ needle cannula broke off. The following information was provided by the initial reporter : the consumer reported that during the injection the needle broke. Date of event : (B)(6) 2021s, sample status : awaiting sample

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 1130214. All inspections were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringes with bd ultra-fine¿ needle cannula broke off. The following information was provided by the initial reporter : the consumer reported that during the injection the needle broke. Date of event : (B)(6) 2021s. Sample status : awaiting sample.